Event description:
The manufacturer received information alleging a ventilator stop delivering air to a patient and the patient expired. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported that a patient expired while using a ventilator. Th ventilator was returned to the manufacturer's product investigation lab for evaluation. No mechanical problems were found with the device. The device's event log was downloaded and reviewed. It was determined from the devices event log that the device was operating on battery power and was not connected to ac power. The device alarmed for low, medium, and high priority alarms for battery depletion as designed. The device was not connected to ac power and shut off due to the batteries depletion.

Manufacturer narrative:
The manufacturer previously reported the date of the occurrence as (B)(6) 2018. New information was received from in country representative stating that the date of the patient death was (B)(6) 2018.